Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was sporadic data with long durations of no readings. No additional patient or event information is available. Data was provided for evaluation. The reported sporadic data with long durations of no readings was confirmed via data. The root cause was determined to be sensor noise.